Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 23mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient's native valve measurements were captured under the following: 325mm^2 area and 65mm perimeter. The patient had a pre-existing right bundle branch block (rbbb) that was present at the start of the procedure. A pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-abbott balloon. Heparin was administered during the procedure. Following the pre-bav the patient went into complete heart block. The patient's blood pressure was low. The valve was quickly deployed. The implant depth was 6-8mm from the non-coronary cusp (ncc). Per the physician, the patient would receive a permanent pacemaker regardless of valve implant depth. The valve appeared to be constrained and a post-bav was performed with a 20mm non-abbott balloon. After deployment the gradient was low and a moderate perivalvular leak was present. During closure a slight dissection was noted. A femoral balloon valvuloplasty was performed to occlude blood flow and allow the dissection to clot off. After several minutes a small effusion was detected in the left ventricle. The pericardial effusion was pre-existing prior to the procedure but grew larger during the procedure. A pericardiocentesis was performed. The user believed the non-abbott guidewire worsened the pericardial effusion and attributed the dissection to poor patient anatomy. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak, heart block, pericardial effusion, and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block and pericardial effusion appear to be related to patient condition (pre-existing right bundle branch block and pericardial effusion). The reported perivalvular leak and vascular dissection appear to be related to patient anatomy. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: medical device problem code: 2993.